Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from result obtained of hi and meter to meter comparison of 419 mg/dl using truetrack meter and 111 mg/dl using dr.'s device; customer stated meter to meter comparison tests were performed fasting and within twenty minutes. The customer's expected fasting blood glucose test result range is 200 - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).